Event description:
Additional information: it was reported that the patient may have a urinary tract infection (uti). The patient had the device turned up too high; the device was reprogrammed on a different lead and at a lower voltage. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the patient felt stimulation in the wrong location and experienced a burning sensation. The patient claimed that her implantable neurostimulator (ins) had moved. It caused the burning pain and the stimulation was affecting her right leg. The ins began to move and the symptoms began at some point last week, or before that. The patient felt a burning near her groin and the she had broke out in a rash on the "private areas" and leg. She broke out in a rash once before and she was given medication by her physician. She did not mention this to the physician when she called him earlier. There was no known accident or incident related to this complaint. The patient declined to lower the stimulation setting, however, she claimed that she may do that if she does not hear from manufacturer representative soon. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v855089, implanted: 2011-(B)(6), product typ lead product ID 3037, serial# (B)(4), product typ programmer, (B)(4).